Event description:
It was reported that the tip of the foley catheter was broken inside the patient. The patient had to undergo an additional procedure to make sure patient was safe. Medical intervention is unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the foley catheter was broken inside the patient. The patient had to undergo an additional procedure to make sure patient was safe. Medical intervention is unknown.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with an inlet tube, sample port connector, catheter and tes. Visual inspection of the sample noted the tip of the catheter was broken off. Dfmea ra0301351, revision 15 was reviewed for this investigation. The reported event is addressed in step #131. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. (B)(4), revision 1 was reviewed for this investigation. The labeling is found to be adequate to fulfill s03fa211 revision 26. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.